Event description:
Per the clinic, the patient developed an infection and drainage at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the implant (date not reported). Device analysis report attached.